Event description:
It was reported while testing with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) biological contamination was discovered. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer observed microbial growth on the tsa 5% sb plates from lot 1277656 (item 221261). (B)(6) speaking clinical account. Customer problem: observed microbial growth on the tsa 5% sb plates from lot 1277656 (item 221261, expiry date 2022/01/21). Quantity received: 2 sp (200 plates) on (B)(6) via po# (B)(6). Quantity affected: 100 plates. The customer observed microbial growth on the tsa 5% sb plates from lot 1277656 (item 221261).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is a pre-amendment product

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1277656 was satisfactory per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 1277656. Retention samples from batch 1277656 were not available for inspection. Three photos were received for investigation. One photo shows the agar surface of three plates with a large microbial colony growing. Another photo features a sleeve label from batch 1277656 for batch verification. The last photo shows the bottom of a plate from batch 1277656 (time stamp 0106) with the plate print featured. No return samples were received for investigation. This complaint can be confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination. Risk management file review assessed the potential risk for the defect as severity 1 per baltrmppmgenpuraph, rev 02, ID 6.13. H3 other text : see h.10.

Event description:
It was reported while testing with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) biological contamination was discovered. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer observed microbial growth on the tsa 5% sb plates from lot 1277656 (item 221261). French speaking clinical account. Customer problem: observed microbial growth on the tsa 5% sb plates from lot 1277656 (item 221261, expiry date 2022/01/21). Quantity received: 2 sp (200 plates) on december 14th via po# 1098233. Quantity affected: 100 plates. The customer observed microbial growth on the tsa 5% sb plates from lot 1277656 (item 221261).